Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). The following was detected during the evaluation at oekg. -aw nozzle clogged with foreign material. -the blockage appeared to be a white fibrous material. -the material did not originate from the endoscope. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, instruction for use (IFU) and past similar case, omsc surmised that the reported phenomenon was attributed to the lint or fluffy gauze was used for the reprocessing, and the lint or fluff entered the air/water nozzle. Olympus stated the appropriate handling of cf-h260dl and the counter measures against abnormalities in the instruction manual of cf-h260dl.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the foreign material could not be removed even with correct reprocessing by the failure of the nozzle by the user handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for routine maintenance at olympus (B)(4), it was found that there were foreign material inside the air/water nozzle. There was no report of patient injury associated with the event.